Manufacturer narrative:
The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear is confirmed as the root cause of the reported 0x3d alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The pod generated a hazard alarm during operation. The device investigation observed an internal cannula damage and fluid leakage during testing.